Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow and ok button were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2013 with the following findings: there is no visible damage to the keypad upon return to animas. The up, ok, & down buttons had an intermittent response. The contrast button responded properly to testing. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast when the pump was powered on. The dim display was removed and was replaced with a new test screen and display contrast returned to normal.